Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Conclusion summary: on (B)(6) 2018, it was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. Cutter # (B)(4) was used in the reported event. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twenty times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the roller, damaged comb, and roller gear were replaced. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) nine times as documented in the repair reports. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the cutter produced an incomplete mesh and was deemed non-repairable. Product review of the skin graft mesher on (B)(6) 2018 revealed that the pre-test could not be performed due to the bent comb. The roller and roller gear were visibly damaged. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable even after the collars and gears were replaced on both cutters. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, roller gear, and damaged comb. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable. The roller and roller gear were visibly damaged and the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable. The roller and roller gear were visibly damaged and the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.